Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during a dilatation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the lesion was dilated slowly but dilatation was stopped at 8psi because the patient experienced pain. At this point, it seemed that the notch of the cardiac portion of the esophagus was disappeared and the dilation was completed. Subsequently, it was found under the endoscope that the cardiac portion of the esophagus to distal side was perforated. Perforation was treated with surgery. The procedure was completed with this device. The physician reported there were no other issues during the procedure and the cause of the perforation is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.